Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective was confirmed. The following defects were found and corresponding actions were taken with the device upon evaluation : the lcd display is damaged - replaced. The device has pressure issues - pressure mechanism re-adjusted the cpu board is defective - replaced. Pump roller was defective - replaced. Unit was not calibrated correctly - newly calibrated. The device was further mechanically upgraded, cleaned, tested and found to be fully functional. The damage to the lcd display is most likely a result of user mishandling of the device. Also user error is the most likely root cause of the incorrect calibration of the device. However, given the information provided, we cannot discern a definitive root cause of the other defective parts of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/28/2012 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that the pump/shaver device had an undetermined malfunction. During in-house engineering evaluation, it was determined that the device has pressure issues; and that the pressure mechanism had to be readjusted. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.